Event description:
The facility reported a flo-gard infusion pump with a false occlusion alarm. According to the facility, it is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were was performed. The reported condition of an occlusion alarm was confirmed. The root cause could not be determined. No repairs have been performed. A service history review revealed that this device has not previously been serviced by baxter for the reported condition. A device history review was conducted and no issues were found related to the reported condition during the manufacture of the device. A follow up report will be submitted if additional information becomes available.